Event description:
A ventilator was returned to a third-party service center for evaluation of foam particles in the device. There was no allegation of device malfunction. There was no alleged injury or harm. During the evaluation of the device at third-party service center foam particles were not visualized in the device. However, a "service required" code was found in the ventilator's downloaded error log indicating a battery failure. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation. During evaluation, the device powered on and operated as it should. There were battery-related present in the error log; however, the device passed all testing with failure duplicated. No component replacement was required. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted.